Event description:
It was reported to boston scientific corporation that a mantis clip device was used in the esophagus for hemostasis during a per-oral endoscopic myotomy (poem) procedure performed on (B)(6) 2023, as part of the e7170 mantis clip study for subject (B)(6). During the procedure, mantis clips were successfully placed inside the patient without problems. On (B)(6) 2023, the patient experienced symptoms of mild bleeding in the esophagus mucosectomy site. A clot was then noticed near the clipping site; thus, the remaining mantis clip was removed with a snare, revealing 1-millimeter active bleeding. The remaining clip was removed to improve visualization of the bleeding site. A hemostatic spray was used on the patient, and a computed tomography (CT) was performed. The patient was hospitalized for reintervention. It was reported that the removed mantis clip was firmly grasping the tissue. The bleeding was considered resolved on (B)(6) 2023. On (B)(6) 2023, mild ulceration in the esophagus was visualized during an upper endoscopy procedure as a result of the clip being removed. A hemostatic spray was used on the patient and the patient was hospitalized for reintervention. The subject was admitted to the hospital prior to enrollment for other health reasons. (B)(6) 2023, was the actual admission date. The patient was discharged from the hospital on (B)(6) 2023. Note: it was reported that the mantis clip that was firmly grasping the tissue was removed with a snare. However, per the mantis instructions for use (IFU), this clip is intended to be permanently deployed and "the deployed clip remains at the treatment site and facilitates the treatment; the clip eventually passes naturally through the gastrointestinal (gi) tract)." The device is not indicated to be removed.

Manufacturer narrative:
Block a1: patient ID: (B)(6). Block g2 (study): study: e7170 mantis clip registry clinical trial. Block h6: imdrf patient code e2339 captures the reportable event of patient ulceration. Mdrf patient code e0506 captures the reportable event of patient re-bleeding. Imdrf impact codes f08, f23 and f2203 captures the reportable event of hospitalization or prolonged hospitalization, unexpected medical intervention and imaging required.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used in the esophagus for hemostasis during a per-oral endoscopic myotomy (poem) procedure performed on (B)(6) 2023, as part of the e7170 mantis clip study for subject (B)(6). During the procedure, mantis clips were successfully placed inside the patient without problems. On (B)(6) 2023, the patient experienced symptoms of mild bleeding in the esophagus mucosectomy site. A clot was then noticed near the clipping site; thus, the remaining mantis clip was removed with a snare, revealing 1-millimeter active bleeding. The remaining clip was removed to improve visualization of the bleeding site. A hemostatic spray was used on the patient, and a computed tomography (CT) was performed. The patient was hospitalized for reintervention. It was reported that the removed mantis clip was firmly grasping the tissue. The bleeding was considered resolved on (B)(6) 2023. On (B)(6) 2023, mild ulceration in the esophagus was visualized during an upper endoscopy procedure as a result of the clip being removed. A hemostatic spray was used on the patient and the patient was hospitalized for reintervention. The subject was admitted to the hospital prior to enrollment for other health reasons. (B)(6) 2023, was the actual admission date. The patient was discharged from the hospital on (B)(6) 2023. Note: it was reported that the mantis clip that was firmly grasping the tissue was removed with a snare. However, per the mantis instructions for use (IFU), this clip is intended to be permanently deployed and "the deployed clip remains at the treatment site and facilitates the treatment; the clip eventually passes naturally through the gastrointestinal (gi) tract)." The device is not indicated to be removed. Additional information received on october 3, 2023: in the physician's assessment, the event of ulceration of the esophagus was causally related to the endoscopic procedure and to the study device but not related to the study procedure. On (B)(6) 2023, an additional upper endoscopy was performed, revealing a superficial ulcer at the site of the previous mucotomy with two clips partially covering. A hemostatic spray was used on the patient and the patient was hospitalized for reintervention. Additional information received on october 30, 2023: the 2 clips were still in place, they did not fall off.

Manufacturer narrative:
Block a1: patient ID: (B)(6). Block g2 (study): study: e7170 mantis clip registry clinical trial. Block h2: additional information: block b5 (describe event or problem) has been updated based on the additional information received on october 3, 2023. Block h6: imdrf patient code e2339 captures the reportable event of patient ulceration. Mdrf patient code e0506 captures the reportable event of patient re-bleeding. Imdrf impact codes f08, f23 and f2203 captures the reportable event of hospitalization or prolonged hospitalization, unexpected medical intervention and imaging required.